Event description:
It was reported that a patient underwent a cervical conization procedure on 12/13/2021 and suture was used. During the procedure, the suture broke during knotting when sewing. The doctor did not change new suture and successfully tied the knot with the remaining suture, which indirectly prolonged the surgery time . There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 2/18/2022. (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the initial procedure?----cervical conization. How many did the surgery was prolonged?---unk. Did the patient suffer from any consequence due to the issue (breakage suture)? Please confirm---no. Did the patient suffer from any consequence due to prolonged surgery? Please confirm----no. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.